Event description:
I wanted to inform you on of an incident that has happened to me at least three times while using the g u m picks. When I have been using this dental floss gadget, the flexible tip of the gum pick product has broken off in between my teeth, and it takes an act of god to get it removed! I find this alarming as I can see someone accidentally swallowing this end piece and possibly then having it get stuck in their throats. I am only letting you know this as I have experienced this myself, and one time it led to almost an anxiety issue, as I will explain: while driving to my destination, I was using the gum pick and I had the tip break off in between some teeth in the back of my mouth. The end piece was close enough to the back of my mouth to trigger the gag reflux slightly. I was driving while attempting to remove the said piece, which was causing some distraction and not to mention nausea. After 20 minutes of trying to extract and drive, getting more agitated along the way and a little anxious at that point, I pulled over at the nearest town and bought another style of dental pick so I could try and 'stab the little end piece out of my teeth (and hoping not to swallow it). I finally did get the end piece safely removed, though I did have major gum irritation afterwards! Please use this email to your advantage to perfect the design of the gum picks before you end up with a negative or dangerous incident.